Event description:
It was reported that: 6 nov 2023, the doctor found cuff leakage when doing clinical set up before using on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 6 nov 2023, the doctor found cuff leakage when doing clinical set up before using on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4), the reported complaint of "leak - device leak - cuff" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. A device history record review was performed, and no relevant findings were identified. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only**

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing clinical set up before using on patient. Then changed to a new one, no impact on patient.